Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse discovered that the programming setting in the vision side cart (vsc) that allows the e-100 generator to communicate had been unchecked. This likely happened during a previous service visit when the set up joints (suj) were swapped. After reprogramming, the e-100 generator was functional again. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system sk4275 was used on (B)(6) 2022 for a cholecystectomy procedure. This complaint is classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the e-100 generator was not working. The customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) from outside the operating room (or) and reported that the or staff had informed him that the e-100 generator was not working and that they were using the erbe vio generator. There was no further information available. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported by the nurse that this occurred during a colon procedure on 16-may-2022. The e-100 generator was inspected prior to use and no damage or abnormalities were seen. The procedure was completed robotically with the back-up erbe generator. There was no patient injury or delays. No images were available for review.